Manufacturer narrative:
According to the customer on several occasions, the product was being used in the emergency and medsurg areas and patients were complaining about pain and discomfort from the product sticking to their pubic hair. The staff stopped using the product. The facility stated there was no serious injury but discomfort and pain from sticking to the pubic hair and application area. The patients were fine once use of the product was discontinued. The facility stated the item was leaking from the seal. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer on several occasions, the product was being used in the emergency and medsurg areas and patients were complaining about pain and discomfort from the product sticking to their pubic hair. The staff stopped using the product.